Event description:
It was reported that the patient experienced lost coverage of her lower back and legs due to spinal cord stimulation (scs) lead had high impedances. The patient underwent lead replacement procedure. The explanted device was discarded per facility policy.